Manufacturer narrative:
(B)(4)/ device was used for treatment, not diagnosis. Investigation summary: the device was returned to the service center for evaluation. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". The following activities were performed: mechanical upgrade performed. Motor defective: replaced. Defective motor cable replaced. Defective o-rings replaced. Shaft locking defective: repaired. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. A review of lot/batch history for each legacy fms product complaint is not possible since legacy records no longer exist. Further, a review of the depuy synthes mitek complaints system revealed three similar and two dissimilar complaints for this serialized device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the service center repair team that the unit is defective. It was discovered pre-operatively. No other information was available.